Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral and IV antibiotics (specific date and duration not reported. However, the issue was not resolved. The device was then explanted on (B)(6) 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 28, 2022.